Manufacturer narrative:
A ge service rep performed an on site investigation. The damaged connector was replaced during the service call. The system was tested and found to be working and put back into service.

Event description:
The customer reported that the 9600 system c-arm power cable connection was damaged. No pt injury was reported.